Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was not returned for investigation, and manufacturing records confirmed it passed the final qa/qc check. Video review identified no use errors; however, software analysis noted two potential use errors, tool withdrawal causing scope movement and advancement of the scope after a scope-buckling notification. It is unknown whether these contributed to the pneumothorax. The physician did not attribute the injury to the galaxy system and provided no definitive cause. Biopsies were performed under live fluoroscopy per best practice. Based on available information, the pneumothorax is most consistent with the known inherent risks of bronchoscopy and transbronchial biopsy, though contribution from the identified use errors cannot be ruled out. This complaint is reported due to the following conclusions: a pneumothorax was identified on a post-procedure x-ray, located in the apical lower lobe, while the lesion of interest was in the right lower lobe. A chest tube was inserted, and the patient was admitted overnight. No further complications or additional interventions were reported. The physician did not attribute the injury to the galaxy system. No malfunctions were reported. Two use errors were identified: one in which the biopsy tool was withdrawn in a manner that caused scope movement after tool removal, and another in which the user continued to advance the scope despite a scope-buckling notification.

Event description:
A pneumothorax was identified in a post-procedure x-ray, described as an apical injury, while the lesion of interest was located in the right lower lobe. A chest tube was inserted, and the patient was admitted overnight for observation. No further complications or interventions were reported. No malfunctions were reported.